Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The manufacturer¿s international service technician confirmed the reported touchscreen issue. There was no patient involvement. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The ul_lr and ur_ll resistance & resistance ratio were out of spec. Fault are found on this returned touchscreen.